Manufacturer narrative:
Event problem and evaluation codes: results: (evaluation result): visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Reportedly, a single-piece silicone iol with toric optic was torn upon insertion requiring intraoperative lens removal/exchange. Incision was enlarged and another lens was successfully implanted. The suture was placed for wound closure. No reported postoperative sequelae. According to the report, by a nurse dated on (B)(6) 2015, the cause of the event was unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Concomitant: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens, 18.0 se/2.0 diopter, and the lens tore. The incision was enlarged to remove the lens during the same surgery. The backup lens was implanted and a figure 8 suture was used to close the incision.